Event description:
Following cataract surgery, the pt experienced extreme pain and a complete loss of vision approx 60 hours postoperative. The pt rec'd emergency treatment for an intraocular infection. The treatment consisted of removal of vitreous fluid for culture and injecting antibiotics directly into the vitreous humor. The pt was also given vancomycin eye drops and oral antibiotic tablets. The gram stain and preliminary culture report indicated definite infection with alpha-hemolytic streptococcus (confirmed the following day as streptococcus viridians). The pt was admitted to the hospital for further surgery to clean out the bacterial debris within the eye, after which, was in-patient for four days, receiving intravenous ampicillin together with dexamethasone. The effect on the pt's vision will not be known for another six weeks. Unk if this is product related.